Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. The health care professional (hcp) decided to program single coil that showed in range shock impedance equal to 70 ohms. The plan was to have the patient scheduled for follow-up in few months and consider x-ray imaging. This lead remains in service. No adverse patient effects were reported.